Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602, cocr femoral head, 63580224. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00734.

Event description:
It was reported that patient had a revision procedure approximately twenty days post-implantation due to infection. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.